Event description:
It was reported by the caller the gil anchor was used in a lateral ankle stabilization about one year ago. It was reported by the physician that the pt complains of unresolved pain since the surgery.